Event description:
Note: this report pertains to the first of three events that occurred during the same procedure. Refer to associated MFR report #s: 3005099803-2008-01354 and 3005099803-2008-01356 for a description of the second event. It was reported to boston scientific corp in 2008 that a resolution clip device was used in a male pt during an unk procedure on the day before. Add'l info, rec'd on july 08, 2008, revealed that two add'l resolution clips had failed in a similar manner in the same case. According to the complaint, three clips would not release from the catheter. One out of the three clips caused add'l bleeding to the bleedsite and an injection therapy was initiated to stop the bleeding. The physician attempted to complete the procedure with a second resolution clip device.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device MFR date is unk. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The june 2008 15-month hemostatic clipping prod family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.